Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had difficulty reading the insulin pump¿s screen and their eyes are getting worse, the insulin pump has squirted insulin during priming, rewind is louder, and the customer had received a couple of unexplained no delivery alarms. Blood glucose value is unknown. No troubleshooting was performed. The device will not be returned for analysis.